Event description:
This case was reported by a consumer (wife of patient), and described the occurrence of stroke in a (B)(6) male patient who received triple salt dental adhesive gel (super poligrip extra care with poliseal) for loose dentures. A physician or other health care professional has not verified this report. Consumer began use of super poligrip, variants unknown, "many years ago" (wife was not sure of number of years). On an unknown date, the patient started super poligrip extra care with poliseal. In 2006, at an unknown time after starting super poligrip extra care with poliseal, the patient experienced stroke. The patient presented to the emergency room, where he was given a "shot" of an unknown medication. The patient was admitted to the hospital, then went to a nursing home, then to rehab, then after 4 months total time, was discharged to home and had home care. The patient was treated with centrum sr ("sentry senior"), simvastatin (zocor), terazosin hydrochloride, lisinopril and aspirin. Patient used a wheelchair after the stroke, now he walks with a 4 prong cane. As sequelae to the stroke, the patient now drags his left leg, has lost use of left arm, cannot grip with his left hand, has speech problems and memory loss. In 2007, the patient was diagnosed with prostate cancer and received 42 rounds of radiation and is not "clear of cancer". The patient was treated with finasteride (proscar). Treatment with super poligrip extra care with poliseal was discontinued two days prior to reporting. The wife of the consumer reported that the consumer had a stroke in approximately 2006 and prostate cancer in approximately 2007. She was unsure of these occurrences were associated with super poligrip, but did not say that they were not associated with super poligrip.

Manufacturer narrative:
Additional lot# unk. Super poligrip is manufactured in (B)(4). The lot number for super poligrip extra care with poliseal is known; the lot number of the unk variant(s) of super poligrip is unk. It is unk whether the products will be returned for quality assurance testing. (B)(4).